Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found. Product codes updated (68 code no longer available).

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Testing performed four times daily. Customer feels well but observed symptoms of shakiness and sweatiness. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Blood test performed non-fasting during call on (B)(6) 2015 produced result of 78 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Testing performed four times daily. Customer feels well but observed symptoms of shakiness and sweatiness. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Blood test performed non-fasting during call on (B)(6) 2015 produced result of 78 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time not set): 1: 56 mg/dl, (B)(6) 2015, 09:25 pm; 2: 53 mg/dl, (B)(6) 2015, 06:12 pm; 3: 52 mg/dl, (B)(6) 2015, 07:30 pm; 4: 110 mg/dl, (B)(6) 2015, 05:22 pm; 5: 193 mg/dl, (B)(6) 2015, 10:33 pm. Adverse event not reported.

Manufacturer narrative:
Product not yet evaluated. Internal report (B)(4).